Event description:
Patient had a dental rehabilitation procedure as an outpatient in our operating room suite which resulted in a minor burn on the lower lip and left tongue. Instrument sent to risk manager, then sent to biomed. The dental handpiece involved was cleaned and lubed, but still did not turn. It appears the turbine in the handpiece was failing and generated heat from friction. The handpiece was replaced and the one resulting in an injury is held in the risk manager's office. Diagnosis or reason for use: caused minor burn to lip and tongue. Event abated after use stopped or dose reduced: yes.